Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the sb936, detachable pouch 3x6" 5ea/box, was used during an unknown procedure on (B)(6) 23 when it was reported ¿black rubber piece was also released into the abdomen along with the endobag.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the fragmentation was reported as having been removed from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence and will be reported as a voluntary distributor report.